Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with pacemaker had fallen several times. The physician indicated that there were spikes that did not result in a corresponding qrs on monitor. There was no remote data available to review. Additional information was requested to check thresholds. Device remains in-service. No adverse patient effects were reported.